Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low glucose while becoming more physically active, which the user attributed to not accounting for increased activity; the user stated the situation improved as adjustments were made. Symptoms included hypoglycemia without seizure or loss of consciousness. Outcomes included no hospitalization and no reported injury. Investigation included attempts to conduct blood glucose questionnaires and to synchronize device data, but the user was not reached. Investigation of this case revealed no device malfunction or component issue based on available information, and no device-related problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.